Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in global leaked patient who is admitted to the radiology department for a contrasted abdominal MRI, supplies are requested at the pharmacy for the administration of the contrast medium. At the end of the cannulation process, it is evident that the catheter used does not have the cap, so the blood return from the puncture begins to come out of it until the moment of closing it. The packaging in which the catheter came is checked, there is no trace of the stopper.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 4054238. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.